Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm and failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis. Customer was advised to perform a self test and it was failed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin hardware low level failures and failed battery test not found during testing. (B)(4).